Event description:
It was reported that there was a left ventricular assist device (lvad) fault alarm displayed. The log files were reviewed and captured lvad internal fault events throughout the log. The background of the log showed "drive a is overcurrent."

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter address line 1: 50, irwon-dong, reporter postal office or zip code: 137-070.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed left ventricular assist device (lvad) fault alarms. Although a specific cause for the lvad faults could not be conclusively determined through this evaluation, it was reported that the alarms resolved after a controller exchange. The submitted controller event log file captured intermittent lvad internal fault alarms on (B)(6) 2023, associated with drive a over current fault flags. No other notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU (rev. B) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarms, including the lvad fault alarm, as well as the appropriate actions associated with each condition. Furthermore, the hm3 patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's controller was exchanged, and the issue seemed to have resolved. Reference regulatory report MFR #(B)(4)